Event description:
It was reported that technical services (ts) received an automatic request from the hospital for a consult review of this pacemaker stored episodes. Upon review, the stored pacemaker mediated tachycardia (pmt) episode, atrial oversensing was observed. The presenting electrogram (egm) showed the device appeared to be operating as programmed. No adverse patient effects were reported. This pacemaker remains in service.